Event description:
Pt presented with hospital acquired pressure ulcer as the result of defective support surface (mattress). Mattress broke down under cocyx area of pt so that weight of pt was resting on mattress cover over metal.